Event description:
This child was not making progress with her cochlear implant. Integrity testing performed in 4/2006 revealed that all but 3 electrodes are open circuited. Post operative x-rays were normal for device positioning. Explantation and reimplantation surgery has been advised, but not scheduled at this time.